Event description:
Information received a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 alarms "unusable battery" . Reported the batteries were replaced by brand new batteries 3 times, but the device alarmed every each time. No patient adverse events reported.

Manufacturer narrative:
Other, device evaluation- the device was returned for evaluation. The device was given functional testing: this showed no device issues. However, after power up, the device gave an "unusable battery" alarm; this indicates the user may have been using an incompatible battery in their communication module. The device instructions require use of a lithium ion rechargeable battery pack or 4 standard aa batteries.